Event description:
Doctor used two of our fast-fix and had difficulty tying suture down. Suture looped up; cut suture leaving both anchors in place. Further information reads: doctor's primary complaint is loop laxity. He's able to deploy the 2nd suture without any problem. Upon securing the horizontal suture construct [t1 anchor placed distal - t2 proximal] the suture did not completely pull tightly against the meniscal surface. An estimated 2-3mm loose loop would not pull down completely. Anchors remain in the patient.